Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads had abnormal impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that both leads had high impedances.